Event description:
It was reported that, after a tka surgery performed on (B)(6) 2018, the patient experienced a fungal infection. A revision surgery was performed on (B)(6) 2022 in where a lgn porous cr fem sz 6l, a gns ii resurf pat 35mm, a lgn xlpe dished isrt sz 5-6 11mm and a gns ii cmt tib size 5 {} left were explanted, and a spacer was put in. The current health status of the patient is unknown.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation; therefore, devices analysis could not be performed. The clinical/medical investigation concluded that, per complaint details, the patient had a fungal infection approximately four years post total knee arthroplasty, that required a revision in which a gn porous cr fem sz 6l, a gns ii resurf pat 35mm, a lgn xlpe dished isrt sz 5-6 11mm and a gns ii cmt tib size 5 {} left were explanted. As of the date of this medical investigation, the requested clinical documentation has not been provided for evaluation. Therefore, there were no clinical factors found which would have contributed to the reported event. The impact to the patient beyond the revision surgery cannot be definitely concluded. No further clinical assessment can be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers legion porous cruciate retaining femoral size 6 left, legion highly cross linked polyethylene dished insert size 5-6 11mm, genesis ii non-porous tibial baseplate size 5 left over 12 months and for the batch numbers based on historical data of the device did not reveal similar events for the listed device. A review of complaint history revealed similar events for the listed device gns ii resurf pat 35mm over 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that acute post-surgical wound infection has been identified in possible adverse effects. Active, local infection or previous intra-articular infections are identified in contraindications for total knee replacement. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. A review of the sterilization records revealed the batches were sterilized within normal parameters. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. With the results of this investigation the root cause of this event could not be determined. A factor that could contribute to the reported event include patient reaction. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.